Manufacturer narrative:
(B)(4).

Event description:
The report received from (B)(6) stated the tracheostomy tube was placed in the patient on (B)(6). The cuff lost pressure and the tube was removed ad replaced on (B)(6).

Manufacturer narrative:
Covidien/medtronic reference number (B)(4). One sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed all the components were assembled according to manufacturing process. A inflation/deflation test was performed, air was applied to the cuff and it was observed the cuff held the air and no deformations or anomalies were observed.